Event description:
Reporter described event as follows: healthcare worker placed needles/syringe in lid/door "flipped lid/door" and reportedly somehow needle/syringe tumbled out and healthcare worker received a needlestick.